Event description:
It was reported that arctic sun device would not fill. A check of the diagnostics showed inlet pressure (ip) only at -0.6 with circulation pump command (cpc) was 100 percentage during filling. Discussed that this was indicative of a failed circulation pump. They would repair device onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that arctic sun device would not fill. A check of the diagnostics showed inlet pressure (ip) only at -0.6 with circulation pump command (cpc) was 100 percentage during filling. Discussed that this was indicative of a failed circulation pump. They would repair device onsite.